Event description:
Customer in foreign country reports receiving erratic readings. In blood glucose tests, customer received readings of 24.9 mmol/l and 3.9 mmol/l within 10 minutes. All tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.